Event description:
The patient's peg (percutaneous endoscopic gastrostomy) was removed and replaced with a mickey button per protocol without complication (more force than usual was needed, however). Patient tolerated this well. The patient's caregiver called later, stating the patient was having pain and looked pale. Per review of the notes, the patient was evaluated at his local ER and then admitted to his local hospital for continued care and treatment. A CT scan revealed findings consistent with tube feedings within the abdominal cavity. The patient developed sepsis and peritonitis and passed away.